Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with their insulin pump as it randomly blanked out on him during normal use. The device had multiple pump errors. Blood glucose value was 236 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. No unexpected software error alarms during testing however, the formatted history file confirmed pump error alarm, line number 3508 file number 26, due to a software error.